Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed due to the rx unit not booting up and/or communicating. An internal visual inspection was performed and failed due moisture damage. Pictures were taken. The log was not downloaded for review due to the rx unit not booting up and/or communicating. The allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.